Event description:
It was reported that during a procedure, a faradrive sheath was selected for use. The sheath was inserted without issue. However, upon insertion of the catheter into the sheath, air was observed in the line. The physician was unable to insert the catheter without introducing air. The device was subsequently replaced, resolving the issue. The procedure was completed without any complications for the patient. The device is not expected to be returned for laboratory analysis, as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation as it was disposed. If there is any further relevant information obtained, a supplemental medwatch will be filed.